Manufacturer narrative:
The initial MDR 2517506-2016-00435 was filed on november 10th, 2016. Additional information (12/05/2016): a siemens headquarter support center (hsc) specialist reviewed the instrument data. The results that the customer reported do not match with results found in the data files of the instrument. Both samples were impacted by hemolysis, and were flagged with hemolysis errors. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(4).

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed quality control data, which indicated results were within range. The customer repeated all samples from the time the discordant result was obtained, and there were no other discrepancies. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced reagent probe 3 mixer, aliquot probe, and drain. The cse adjusted reagent probe 4 bottom of cuvette. The cse ran a quick check and quality controls, resulting in range. The cause of the discordant, falsely low dbil result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low direct bilirubin (dbil) result was obtained on a pediatric patient sample on a dimension vista 1500 instrument. The discordant result was reported to a physician(s), who questioned it. The sample was rerun on an alternate dimension vista instrument, resulting higher. A new draw was obtained from the patient and tested on the original dimension vista 1500 instrument and alternate dimension vista instrument, resulting higher than the initial result and draw. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low dbil result.